Event description:
It was reported that "the user was unable to ligate a clip properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in june of 2025 from lot number 06e2467456. The investigation determined that the manufacturing processes adhered to approved specifications, utilizing the correct materials and components. A detailed visual and functional inspection of the device was performed, and it was found that the jaws are misaligned. This misalignment prevents the jaws from being parallel from each other, causing the device to pinch the clip between the teeth and keeping it from releasing the clip properly. While the exact cause of the misaligned jaws could not be conclusively determined. However, potential contributing factors may include improper handling, excessive force or misuse at some point during its lifecycle. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. Notably, all 50 instruments from this lot underwent 100% visual inspection and functional testing prior to shipment, in accordance with standard operating procedures for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user was unable to ligate a clip properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned".